Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics. At the time of report, treatment had been completed approximately a week ago and the patient was recovered from the event. Pd therapy was ongoing during treatment. Additional information is not available.